Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported by senior account manager (B)(6) that two nuts were broken during the procedure, "one during over tightening and one without over tightening." He further reported that both screws will not be returned as they remain in place. No adverse consequences reported. He also added that it was impossible to get the correct lot codes as it could not be read from the implanted objects nor retrieved from the system.